Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt underwent a total hip replacement on (B) (6), 2004 and claims failure of his hip prosthesis."